Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during functional testing, the device failed to charge. Complainant did not indicate that there was any patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical for evaluation. During the investigation an internal inspection found the battery lugs to be un-torqued. The loose battery lugs were re-torqued and the battery terminal nuts were installed to remedy the reported problem. The device was recertified and returned to the customer. No trend is associated with reports of this type.